Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that multiple patients with diffuse lamellar keratitis (dlk) in the unknown eye post lasik procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Fse (field service engineer) tested system, checked energy calibration and verified all cut depths. System operating to factory specifications as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).